Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. Event history showed cassette not properly attached errors. Functional testing was performed, and primary complaint was confirmed. Replaced latch flex cable and latch lock mechanism. Device passed all test criteria post repair. Upon further investigation, missing battery door was replaced. Updated software.